Manufacturer narrative:
The downloaded data returned a 0x33 alarm, this means ¿command not received when prev. Cmd had mctf bit set¿. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The tip of the exposed portion of the soft cannula was observed to a tear and fluid was seen exiting the tear in the soft cannula. The device was connected to a pdm and successfully delivered a bolus of 5.00 units. There were no damages or defects found on the device that would cause a problem delivering insulin. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a new pod was applied.